Manufacturer narrative:
D2b pro code (product code): dqy, lit.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote and 4mm x 40mm x 146cm coyote es balloon catheters were used for dilation. During the procedure, both balloons ruptured upon initial inflation at 8 atmospheres for 15 seconds. Both devices were removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.